Event description:
A nurse reported a patient who had an intraocular lens (iol) was exchanged. Additional information was received from the surgeon, who reported the iol was exchanged due to a refractive surprise consisting of 1 diopter of myopia and undercorrection of 1.25 diopter of cylinder. In the surgeon's opinion, the iol did not contribute or cause the event. The replacement iol is unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).